Manufacturer narrative:
Additional information: further follow-up confirmed that the pre-operative visual acuity (va) was 20/80, target was -0.29. The surgery was completed successfully with a non-johnson & johnson replacement lens. The patient is doing well. Post-op distance visual acuity (va) 20/20 and near va 20/40. No additional information was provided to johnson & johnson surgical vision. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Phone number: (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient¿s left eye. But the patient was unhappy with their post-op results. Follow-up confirms that vision continues to decline daily and that explant already occurred. Suture was placed and there was no patient post-op injury. Product was discarded. No other information was provided.